Manufacturer narrative:
Supplier completed evaluation of returned product. The root cause was found to be the supplied item fault. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the customer noticed some female couplers were able to be connected to the mating pin, but some were not. No patient injury was reported.